Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: after priming the primary tubing with magnesium sulfate mixed in normal saline bag and putting it inside the IV pump, the tube disconnected. This happened with two different tubings in with the same lot number. Pt code: 4582. Device code: 1171. Ref report: mw5180783. Lot #: 25073150.

Manufacturer narrative:
E.1. Address was not located, and il was used. Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25073150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jul2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.